Event description:
Further information was received from the area representative indicating the patient was explanted of vns therapy due to a lack of efficacy and patient will pursue surgical route. No product will be returned to the manufacturer for analysis as the patient kept the devices; however, the company representative indicated both generator and lead were working well prior to explant. Good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received from the treating physician indicating there was no relationship between the reported increase in seizures and vns therapy. Attempts for further information were unsuccessful to date as the physician was very co-operative and communication has taken some time.

Event description:
Further information was received from the neurosurgeon indicating the patient was not being explanted for lack of efficacy but rather for worsening condition and in order to prepare the patient for other surgical evaluations.

Event description:
It was reported by a physician that a vns pt had deteriorated clinically the last few months and was in a chronic non-convulsive status epilepticus with a major set back in functioning. At the moment, attempts to gather further info regarding the clinical deterioration remain underway as the relationship to vns therapy is unk.